Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss at atrial sensing and high thresholds. The chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2013 and subsequently explanted on (B)(6) 2013.